Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced lower abdominal pain and the device was removed. The removal surgery required skin grafts. The device was not returned for eval.